Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and avaulta solo were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, recurrent sui, rectocele, and hyperactivity of the bladder. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that previously patient underwent rectocele repair and sphincteroplasty on (B)(6) 2008 due to rectocele, anal incontinence and mucosal prolapse. (B)(4).